Manufacturer narrative:
Results: eighteen representative samples were received for evaluation. All the units were received with damages in the tray. DHR for lot number 6124986 was reviewed and no qns or other events were related to the complaint stated by the customer. Conclusion: a root cause for this issue was unable to be determined. Our quality engineer also notes that this defect could be related with an incorrect use of the device.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using a bd saf-t-intima IV catheter safety system 24 g x 0.75 in. The needle remained within the safety mechanism. No medical interventions were reported.